Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for urinary dysfunction/sacral nerve stim. And gastrointestinal/pelvic floor reported they hadn¿t had any accidents up until three to four days ago, but now they were having them which was ¿about all she had since (B)(6).¿ it was further reported the consumer wasn¿t feeling stimulation, but therapy wasn¿t on, and they may have turned the ins off themselves as they pressed the off button while checking settings. During the call stimulation was turned back on but it was too strong so the consumer was walked through decreasing stimulation resulting in it feeling comfortable in the bike area at 1.0 volts. No further complications were reported.